Event description:
As reported, a 7f exoseal vascular closure device (vcd) was then used for hemostasis. However, after pressing the plug deployment button, hemostasis failed upon removal of the closure device, and the plug was not fully released. Manual compression was used for hemostasis. There was no reported injury to the patient. The patient underwent carotid artery stenosis surgery. The operator had many years of experience using exoseal with retrograde left femoral artery access and a cordis short sheath. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). The vessel diameter was confirmed to be at least 5 mm with no calcium, plaque, stent, or significant stenosis near the puncture site. No resistance or difficulty occurred while advancing the device or connecting it with the vascular sheath introducer, and the device locked securely with the sheath. The deployment button was fully depressed without requiring excess force. The device was slowly withdrawn at a 40° angle. Pulsatile blood flow at the back-bleed indicator stopped, the device was withdrawn another 1 cm; the indicator window turned black/black. Pulsatile flow was observed from the bleed-back indicator, and no red color appeared in the indicator window. The exoseal device and sheath introducer were removed together as a single unit within one to two seconds. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 7f exoseal vascular closure device (vcd) was then used for hemostasis. However, after pressing the plug deployment button, hemostasis failed upon removal of the closure device, and the plug was not fully released. Manual compression was used for hemostasis. There was no reported injury to the patient. The patient underwent carotid artery stenosis surgery. The operator had many years of experience using exoseal with retrograde left femoral artery access and a cordis short sheath. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). The vessel diameter was confirmed to be at least 5 mm with no calcium, plaque, stent, or significant stenosis near the puncture site. No resistance or difficulty occurred while advancing the device or connecting it with the vascular sheath introducer, and the device locked securely with the sheath. The deployment button was fully depressed without requiring excess force. The device was slowly withdrawn at a 40° angle. Pulsatile blood flow at the back-bleed indicator stopped, the device was withdrawn another 1 cm; the indicator window turned black/black. Pulsatile flow was observed from the bleed-back indicator, and no red color appeared in the indicator window. The exoseal device and sheath introducer were removed together as a single unit within one to two seconds. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. An 8f cordis avanti catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. A dimensional analysis of the delivery shaft inner diameter was conducted in the received unit and the result obtained was within specification. The functional analysis was not performed due to the device was returned fully deployed and it cannot be set back to the manufacturing position to perform the deployment process. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed as the returned device was received fully deployed with no plug returned for evaluation. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user-related factors (user error) such as the 8f sheath which was returned inserted into the 7f exoseal device may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. The indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) was then used for hemostasis. However, after pressing the plug deployment button, hemostasis failed upon removal of the closure device, and the plug was not fully released. Manual compression was used for hemostasis. There was no reported injury to the patient. The patient underwent carotid artery stenosis surgery. The operator had many years of experience using exoseal with retrograde left femoral artery access and a cordis short sheath. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). The vessel diameter was confirmed to be at least 5 mm with no calcium, plaque, stent, or significant stenosis near the puncture site. No resistance or difficulty occurred while advancing the device or connecting it with the vascular sheath introducer, and the device locked securely with the sheath. The deployment button was fully depressed without requiring excess force. The device was slowly withdrawn at a 40° angle. Pulsatile blood flow at the back-bleed indicator stopped, the device was withdrawn another 1 cm; the indicator window turned black/black. Pulsatile flow was observed from the bleed-back indicator, and no red color appeared in the indicator window. The exoseal device and sheath introducer were removed together as a single unit within one to two seconds. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) was then used for hemostasis. However, after pressing the plug deployment button, hemostasis failed upon removal of the closure device, and the plug was not fully released. Manual compression was used for hemostasis. There was no reported injury to the patient. The patient underwent carotid artery stenosis surgery. The operator had many years of experience using exoseal with retrograde left femoral artery access and a cordis short sheath. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). The vessel diameter was confirmed to be at least 5 mm with no calcium, plaque, stent, or significant stenosis near the puncture site. No resistance or difficulty occurred while advancing the device or connecting it with the vascular sheath introducer, and the device locked securely with the sheath. The deployment button was fully depressed without requiring excess force. The device was slowly withdrawn at a 40° angle. Pulsatile blood flow at the back-bleed indicator stopped, the device was withdrawn another 1 cm; the indicator window turned black/black. Pulsatile flow was observed from the bleed-back indicator, and no red color appeared in the indicator window. The exoseal device and sheath introducer were removed together as a single unit within one to two seconds. The device will be returned for evaluation.